Event description:
Rep reported that the doctor scheduled surgery because the shunt was not draining. During surgery, he realized that the distal catheter was kinked and that the valve was fine.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.